Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with thrombocythemia which was diagnosed on (B)(6) 2016 and caused finger numbness of the left hand. The index procedure on (B)(6) 2016 was to treat a lesion located in the proximal left anterior descending (lad) artery and diagonal 1 (d1) bifurcation. A 3.0x23mm absorb scaffold was implanted with an intravascular ultrasound guide. It was noted that the patient's platelets remained elevated. On (B)(6) 2016 the patient returned with chest pain and an increase of platelets. Restenosis was noted at the site of the implanted 3.0x23mm absorb scaffold in the proximal lad. A 3.5x12 absorb scaffold was implanted in the proximal lad and a 3.5x18 absorb implanted in the proximal right coronary artery (rca) with optical coherence tomography imaging guide. The patient was reportedly not compliant with their dual anti-platelet therapy which consisted of aspirin and tricagrelor. The patient is continuing to take hydroxy urea and anagrelide hcl to treat the thrombocythemia. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.